Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set disconnected from the transfer set; further described as the patient tripped "over the tubing where the line disconnected from the twist clamp end of the transfer set¿. This occurred during peritoneal dialysis (pd) therapy; the patient got up from bed and tried to walk around while connected to therapy. There was no report of patient injury; however, the patient was given intraperitoneal prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the follow-up #1 report inadvertently included information in f7: report type and f7: follow - up #. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed by disconnecting the patient connector from the female connector of the transfer set by hand with no issues noted. The female connector was twisted by hand to verify there was no separation between the two components. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.